Event description:
It was reported that the implantable pulse generator (ipg) did not work as communication was unable to be established with other devices. The patient underwent a procedure where the ipg was replaced. No further information regarding this event has been able to be obtained despite good faith effort.

Event description:
It was reported that the implantable pulse generator (ipg) did not work as communication was unable to be established with other devices. The patient underwent a procedure where the ipg was replaced. No further information regarding this event has been able to be obtained despite good faith efforts. Additional information received confirmed that this ipg was not replaced. There were no issues with the device; it remains implanted in the patient and functioning as intended.